Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported by the patient's spouse that the patient had been "getting runs of pvcs" (premature ventricular contractions) since the device was implanted. Per the spouse, the physician decreased the lower rate and the patient felt fine; however, their heart was "doing a flip flop". Additional information was received indicating that the patient was experiencing phrenic nerve stimulation. The right atrial (ra) lead had high thresholds due to either a dislodgement or placement difficulty. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.